Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally, the alleged battery hot to touch issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the pump was reportedly hot to the touch while charging. The customer¿s blood glucose was 170(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.